Event description:
The customer reported the device was being connected to a patient and the operator observed the alarm tones were not occuring normally; no alarm tones during power up. The customer reported the only audible indicator was when the patient was disconnected from the device. The customer reported there was patient involvement and no patient harm. The customer reported the device was replaced and therapy was continued with a replacement device.